Event description:
The physician successfully delivered and deployed the stent into the distal vertebral artery. As the delivery system was being withdrawn, "the dual taper tip appeared to get stuck in the distal third of the stent. This was confirmed by the distal third of the stent. This was confirmed by the distal stent markers moving back and forth." The physician attempted to "cork" the dual taper tip by pushing the delivery catheter through the stent but this appeared to become stuck at the same location. The physician was able to free the dual taper tip from the stent by pulling straight back on the whole system. "The stent appeared to go back to its original deployed position." There was no reported impact to the pt.

Manufacturer narrative:
The stent remains implanted in the pt, only the delivery system has been returned for eval.